Manufacturer narrative:
H6: investigation summary no product ( mat # 11532269 ) was returned by the customer. Photos representation was provided for the complaint. It was reported by the customer that the tubing was having blood backflow, and leakage appeared to be occurring from filter. The photos could not verify the complaint. The root cause cannot be determined without the physical sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer. The root cause of this complaint could be unknown as no sample received.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had issues with blood backflowing during the infusion, causing clear fluid to leak out from the filter tubing onto the floor. The following information was provided by the initial reporter: "towards the end of the treatment, patient turned on her call light. IV pump was not alarming. Patient noticed blood backing up in the tubing. Keytruda bag empty, pump stopped and ns line stopped. Clear fluid on the floor next to patient's chair. No fluid on patient. Fluid appears to be leaking from filter tubing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had issues with blood backflowing during the infusion, causing clear fluid to leak out from the filter tubing onto the floor. The following information was provided by the initial reporter: "towards the end of the treatment, patient turned on her call light. IV pump was not alarming. Patient noticed blood backing up in the tubing. Keytruda bag empty, pump stopped and ns line stopped. Clear fluid on the floor next to patient's chair. No fluid on patient. Fluid appears to be leaking from filter tubing."